Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated glucose result of 145 mg/dl that was reported out of the lab. The original specimen was re-tested the next morning on another instrument and repeated result was 100 mg/dl. A corrected report was issued. Unknown if patient treatment was affected, but the laboratory notified the physician within 10 hours after the erroneous result.

Manufacturer narrative:
Customer experienced qc problems on (B)(4) 2010. All patient samples were diverted to their other instrument and service was ordered. A field service engineer (fse) cleaned the cup and stir bar, and flushed all reagent lines because the monthly cup maintenance was due soon. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.